Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited double beep with cassette. No patient consequences were reported. No adverse effects were reported.